Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due to non sustained ventricular tachycardia and sensing integrity counter (sic) counts. The implantable cardioverter defibrillator (ICD) was turned off and the patient was placed in a life vest. The patient will have a lead revision. No patient complications have been reported as a result of this event.